Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. When the issue occurred, the customer was filling the cartridge from the home screen, outside of the load sequence, and had not followed the correct cartridge load sequence steps.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide states: do not fill the cartridge until prompted by instructions on the pump screen.